Manufacturer narrative:
Follow-up # 1 date of submission 3/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 3/02/2016 with the following findings: during visual inspection of the pump, it was observed that the returned battery cap was damaged with stripped, torn and missing threads and it had contact height that was out of tolerance; it was too high. A test battery cap was used to complete the investigation. The test cap was able to attach to the pump and maintain power, but was not able to tighten. It was also observed that the battery compartment had stripped threads and missing threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.